Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a confirmed pump motor stall. A motor stall and motor stall recovery were noted in the event logs. The motor stall was caused by the pt having an MRI or other medical procedure on (B)(6) 2010. The pump was refilled on (B)(6) 2010. The low reservoir alarm sounded on (B)(6) 2010 and the empty reservoir alarm sounded on (B)(6) 2010. The hcp performed a refill on (B)(6) 2010 and aspirated all 40ml of drug that was filled on (B)(6) 2010. No pt symptoms were reported. The pump contained hydromorphone (dilaudid). Additional info has been requested, a follow-up report will be sent if additional info becomes available.